Event description:
The reporter's daughter stated that her mother got an er1 message, but didn't do anything about it. She compared the teststrip to the color chart and got a reading in the 100's range. Reporter made no changes to diet or medication. No medical attention was sought.